Event description:
Patient's father called lfs on patient's behalf alleging that the one touch ultra meter would power off during use. Patient had a stomach ache at the time of concern. Patient is insulin dependent and was reported to have taken insulin following the use of the meter. No medical care was sought from a health care professional. Patient's father reported changing the batteries, however, the meter would shut off during use. The customer service representative discovered through troubleshooting that the batteries were correctly installed and that the battery contacts were in good condition. The customer service representative educated patient's father on the automatic shutoff. The meter did shut off before the time was up. There was no evidence to suggest that the meter contributed to a serious injury. However, the meter was replaced and is being reported due to an unresolved power issue.